Event description:
Tech alleged loss of hydraulic functions.

Manufacturer narrative:
Tech replaced the seal on the hydraulic hi/low foot cylinder to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.